Manufacturer narrative:
One device was returned for repair in used condition. The reason for return is not related to a past service. Visual evaluation found the rear housing top corner and rear top label were damaged, discolored air detector, and upstream occlusion (uso) sensor seal was contaminated. High pressure alarm was found in the event history logs. Replaced the downstream occlusion (dso) sensor, rear housing assembly, air detector and rear top label to address the reported problem. The device passed all functional tests after the repair.

Event description:
It was reported that device had a damaged rear case top right corner, damaged rear top label, dirty air detector, double beeping. This issue is not related to physical damage/abuse. The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.